Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced dislodgement issues and high thresholds, the output has been adjusted but it dropped to 4.0v@1.5ms again. No additional adverse patient effects were reported.